Manufacturer narrative:
H6. Investigation codes: updated. Investigation summary: the affected device was returned for evaluation. Visual inspection performed. Battery compartment is cracked, and dso (downstream occlusion) sensor is broken. Successfully confirmed "cassette not latched error" through visual inspection. In mu mode, the dso sensor is stuck and not reading. Replaced dso sensor and seal to resolve issues. The service history review identified there was no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that the pump shows the cassette not latched error. The issue was found during testing. There was no patient involvement.